Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue of 3 infusion sets cannula being kinked on (B)(6) 2024. The site of insertion was located at abdomen. The symptoms occured within 3 hours of insertion. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was displayed as high and treated with correction bolus via pump. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 3.